Event description:
It was reported the patient was experiencing a ramping up of the ipg during a thunderstorm. The patient reported it would ramp up to maximum and put her on the floor, but then the stimulation would decrease within a matter of seconds. The patient reported the surges last about 45 seconds. Follow up identified the patient lived a block from a power station. The patient was advised to turn the stimulation off when a storm was present. It was reported the patient was to schedule an appointment for review of the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.